Manufacturer narrative:
Added device code. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, the reported issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Added device code.